Event description:
It was reported that the pt experienced a shocking or jolting sensation in her left buttock. The pt reported when she held the programmer, she was shocked by the implanted neurostimulator. Impedances were checked and were within normal limits. It was reported that the shocking was resolved by adjusting the amplitude. The pt was experiencing mild stimulation.

Manufacturer narrative:
(B)(4).